Event description:
Complainant alleged that the medics were analyzing a patient's heart rhythm with the device in semi-automatic mode, when the device gave a "no shock advised" prompt for a ventricular fibrillation heart rhythm. The medic switched to manual mode and shocked the patient (age and gender unknown). There was indication from the complainant of any adverse effect on the patient as a result of the reported malfunction.